Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 380mg/dl. Troubleshooting was performed, and no damage to the insulin pump noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip, cracked on battery tube threads and broken belt clip slot.